Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained oversensing episodes due to post-paced t-wave oversensing were observed. Patient was asymptomatic. Programming changes were recommended.